Manufacturer narrative:
H10 h3, h6: the navio handpiece, intended for use in treatment, had a broken screw prior to a procedure on (B)(6) 2018. There was no impact on the case and there was an equipment swap to complete the case. The device was not being used on a patient during the reported event and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut had become unthreaded from the snap lock. The root cause of this issue was found to be supplier / raw material fault.

Event description:
It was reported that tech striped the screw on the handpiece; screw is broken in the hand piece. The device was not being used with a patient during the event. Results of investigation have concluded that the snaplock assembly has incorrect dimensions, which makes it a reportable event. The incident with the thumbscrew was been addressed under field report 18-0757.